Manufacturer narrative:
The superior dynamic jaw is not broken off but bent out of alignment with the inferior fixed jaw. The location, direction, and amount of force required in order induce jaw misalignment is consistent with application of excessive torsional force.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
T was reported that the tip of an instrument was broken during the surgery. No patient complications were reported.